Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pains in right lower pelvic area"), pain in hip ("hip pain/problems"), back pain ("lower back pain"), migraine ("migraines"), abdominal pain ("cramping"), inflammation ("feel of inflammation"), loss of libido ("loss of libido"), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse"), menorrhagia ("long menstrual cycles"), anorgasmia ("unable to orgasm"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), breast cyst ("breast cysts/tumors"), muscle spasms ("abdominal spasms"), joint pain ("joint pain"), pain ("all over aches and pains"), abdominal distension ("bloating"), amnesia ("memory loss") with memory impairment and amnesia, anxiety ("anxiety"), panic attack ("panic attacks"), depression ("depression"), confusional state ("brain cloudiness") with feeling abnormal and mental impairment, vitamin d deficiency ("vitamin d deficiency"), folate deficiency ("folic acid deficiency"), insomnia ("insomnia"), vision blurred ("blurred vision"), visual impairment ("decreased eye sight"), night sweats ("night sweats"), dry skin ("dry skin"), pain in extremity ("leg pain"), tremor ("tremors"), muscle twitching ("tremors/twitching"), dizziness ("dizziness"), increased tendency to bruise ("unexplained easy bruising"), ovarian cyst ("cysts on ovaries"), mood swings ("mood swing"), palpitations ("heart palpitations"), cyst ("cysts on right hip"), neck pain ("neck pain") and nausea ("nausea") and was found to have breast neoplasm ("breast cysts/tumors"), blood urine present ("blood in urine") and blood pressure increased ("higher than normal blood pressure"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, pain in hip, back pain, migraine, abdominal pain, inflammation, loss of libido, dysmenorrhoea, dyspareunia, menorrhagia, anorgasmia, breast pain, breast tenderness, breast neoplasm, muscle spasms, joint pain, pain, abdominal distension, amnesia, anxiety, panic attack, depression, confusional state, vitamin d deficiency, folate deficiency, insomnia, vision blurred, visual impairment, night sweats, dry skin, blood urine present, pain in extremity, tremor, muscle twitching, dizziness, increased tendency to bruise, ovarian cyst, mood swings, palpitations, cyst, blood pressure increased, neck pain and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, anorgasmia, anxiety, back pain, blood pressure increased, blood urine present, breast cyst, breast neoplasm, breast pain, breast tenderness, confusional state, cyst, depression, dizziness, dry skin, dysmenorrhoea, dyspareunia, folate deficiency, increased tendency to bruise, inflammation, insomnia, loss of libido, menorrhagia, migraine, mood swings, muscle spasms, muscle twitching, nausea, neck pain, night sweats, ovarian cyst, pain, pain in extremity, pain in hip, palpitations, panic attack, pelvic pain, perforation, tremor, vision blurred, visual impairment, vitamin d deficiency and joint pain to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5040797) on 01-jun-2015. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pains in right lower pelvic area"), pain in hip ("hip pain/problems"), back pain ("lower back pain"), migraine ("migraines"), abdominal pain ("cramping"), inflammation ("feel of inflammation"), loss of libido ("loss of libido"), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse"), menorrhagia ("long menstrual cycles"), anorgasmia ("unable to orgasm"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), breast cyst ("breast cysts/tumors"), muscle spasms ("abdominal spasms"), joint pain ("joint pain"), pain ("all over aches and pains"), abdominal distension ("bloating"), amnesia ("memory loss") with memory impairment and amnesia, anxiety ("anxiety"), panic attack ("panic attacks"), depression ("depression"), confusional state ("brain cloudiness") with feeling abnormal and mental impairment, vitamin d deficiency ("vitamin d deficiency"), folate deficiency ("folic acid deficiency"), insomnia ("insomnia"), vision blurred ("blurred vision"), visual impairment ("decreased eye sight"), night sweats ("night sweats"), dry skin ("dry skin"), pain in extremity ("leg pain"), tremor ("tremors"), muscle twitching ("tremors/twitching"), dizziness ("dizziness"), increased tendency to bruise ("unexplained easy bruising"), ovarian cyst ("cysts on ovaries"), mood swings ("mood swing"), palpitations ("heart palpitations"), cyst ("cysts on right hip"), neck pain ("neck pain") and nausea ("nausea") and was found to have breast neoplasm ("breast cysts/tumors"), blood urine present ("blood in urine") and blood pressure increased ("higher than normal blood pressure"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, pain in hip, back pain, migraine, abdominal pain, inflammation, loss of libido, dysmenorrhoea, dyspareunia, menorrhagia, anorgasmia, breast pain, breast tenderness, breast neoplasm, muscle spasms, joint pain, pain, abdominal distension, amnesia, anxiety, panic attack, depression, confusional state, vitamin d deficiency, folate deficiency, insomnia, vision blurred, visual impairment, night sweats, dry skin, blood urine present, pain in extremity, tremor, muscle twitching, dizziness, increased tendency to bruise, ovarian cyst, mood swings, palpitations, cyst, blood pressure increased, neck pain and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, anorgasmia, anxiety, back pain, blood pressure increased, blood urine present, breast cyst, breast neoplasm, breast pain, breast tenderness, confusional state, cyst, depression, dizziness, dry skin, dysmenorrhoea, dyspareunia, folate deficiency, increased tendency to bruise, inflammation, insomnia, loss of libido, menorrhagia, migraine, mood swings, muscle spasms, muscle twitching, nausea, neck pain, night sweats, ovarian cyst, pain, pain in extremity, pain in hip, palpitations, panic attack, pelvic pain, perforation, tremor, vision blurred, visual impairment, vitamin d deficiency and joint pain to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received : case became serious incident. Essure removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.